Event description:
According to the reporter, during a hysterectomy procedure, when suturing the vaginal cuff using the suturing device, the needle broke in half. An x-ray was performed and showed that the needle fragment was still in the body. The surgeon reopened the wound closure. A fluoroscopy was performed, and a two hours of laparoscopic work to locate the retained needle fragment. The needle fragment was located in the bowel mesentery and was able to be removed.

Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d4 (lot number), g3, h6, added fdp, ime and imf codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy procedure, while suturing the vaginal cuff using the suturing device, the needle broke in half. An x-ray was performed and showed that the needle fragment was still in the body. The surgeon reopened the existing incisions and added two additional trocar sites on the left side of the abdomen. A fluoroscopy was performed, and it took two hours of laparoscopic work to locate the retained needle fragment. The needle fragment was located in the bowel mesentery and was able to be removed. It was noted that the patient was supposed to go home the same day as the surgery but was admitted and discharged the next day.